Event description:
As reported by the importer: infusion taking longer and outside of standard of error drug infused: cefepine.

Manufacturer narrative:
This report has been identified as (B)(4). The device is currently on shipping from USA to (B)(6) for investigation. A follow-up report will be provided after the inspection results are available.